Event description:
Patient was revised to address knee pain. Poly wear was reported.

Manufacturer narrative:
Examination of the submitted tibial insert component confirmed anticipated wear for a polyethylene knee device implanted for approximately fifteen years. No evidence was found of product failure or product contribution to the reported patient pain and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.